Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the event was resolved by patient education, in how to recharge the system the best way. ¿ins fails¿ meant ins problem assumed. The cause was not sufficient recharging.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a loss of stimulation. The patient indicated that the ins sometimes fails. The mdt data showed the therapy has fallen out a number of times due to the ins battery level. The charging data indicated that the therapy was able to be restored again. No further complications were reported or anticipated.